Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10: h4: the device was manufactured from july 8, 2021 - july 9, 2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and showed fluid inside the bladder which suggested a no flow issue may have occurred. The color of the drug fluid appeared to be milky/cloudy in color which indicated potential drug precipitates had formed inside the fluid. The reported condition was verified. The cause of the condition was not determined; however, a probable cause of the condition is a user related issue as excess amount of drug precipitates can potentially block the fluid path and cause a no flow issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Two (2) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow of fluid was observed coming out at the distal luer. A functional flow rate test was performed on the two samples, and the flow rates were found to be within the product specification range. Based on the functional flow test result, the two samples were determined to be conforming product. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor would not flow; when attempting to prime there was no flow. This was further described as the device ¿had been taken out of fridge at 8:45 this am, they arrive to house at 09:20, on opening packaging infusor was frozen¿. This was identified prior to use on the patient and as a result, the contents of the device were not administered. There was no report of patient injury or medical intervention associated with this event. No additional information is available.